Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a moderately stenosed and calcified left anterior descending artery (lad) intervention, a rotablator was used for the calcification of the proximal lad. The dragonfly optis imaging catheter was advanced to the lad lesion; however, upon the third pull back, the imaging catheter failed to cross the target lesion because the coating did not feel smooth, possibly due to peeling. The imaging catheter was removed from the patient, and the procedure was completed with another dragonfly optis imaging catheter. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported failure to advance and peeled/delaminated problems were unable to be confirmed. There were no anomalies or peeling, shredding, or lifted material noted on the catheter as reported. The catheter was noted to be kinked near the distal tip and sporadically throughout the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported failure to advance and peeled/delaminated problem. The device was noted to be kinked in multiple areas including the distal tip. It may be possible that adverse patient anatomical geometry affected the maneuverability of the device. Furthermore, while attempting to advance through challenging anatomical morphology, the device was kinked preventing further advancement. However, this could not be confirmed. No anomalies including peeling or problems with the coating were found. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.